Event description:
On (B)(6) 2012, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2019, a computed tomography (CT) scan revealed tilt and perforation. The ivc filter was located below the level of the renal veins approximately about 1.8cm. The apex of the ivc filter was touching the anterior wall of the ivc. There appeared to be mild anterior tilt at the apex which measured up to 10 degrees. The tips of all limbs of the ivc filter protruded beyond the wall of the ivc up to 2-3mm.

Event description:
On (B)(6) 2012, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2019, a computed tomography (CT) scan revealed tilt and perforation. The ivc filter was located below the level of the renal veins approximately about 1.8cm. The apex of the ivc filter was touching the anterior wall of the ivc. There appeared to be mild anterior tilt at the apex which measured up to 10 degrees. The tips of all limbs of the ivc filter protruded beyond the wall of the ivc up to 2-3mm.